Event description:
The customer stated that she had performed a control test and the results were out of range. A specific value was not provided. While troubleshooting, she performed a normal control test and received a result of 150 mg/dl. The normal control range is 94-103 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.